Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7106767.

Event description:
It was reported that the patient was experiencing intense sciatic like pain and discomfort post trial procedure due to lead migration. Medrol dosepak and lyrica were prescribed. The patient underwent a lead pull and felt immediate relief. The explanted leads were discarded.